Manufacturer narrative:
H3: the enclosure charger, fuses and power conversion enclosure were returned to the manufacturer for analysis. Enclosure charger passed visual inspection and was installed in o-arm c1416. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. Verified returned fuses in power tray tested good. Installed power tray into test system. The system powered on, readied and functioned as expected multiple times. Several 2d and 3d images were successful. No issues initializing . No problem found while under test. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed; they were found to be shorted. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that after taking images, the system was moved to the corner of the room to send the images. It was reported that the system was stuck in initializing. When removing the system from the room, the system had stated that two out of the three checks were noted to be red x's. It was also noted that there was a humming noise coming from the system. There was no patient impact and no delay.

Event description:
(B)(6)2020 it was reported that this case happened outside of the scope of a surgical case. There was no patient involvement from this issue. Radiology technician stated that a surgical case had ended with zero issues. After the surgical case (about 30/35 minutes after it ended), she noticed the gain/rad calibrations were overdue. The imaging system lives in the hallway this is where the calibrations are performed. The issue began near the second half of calibrations in the hallway. It is believed that the power conversion was the cause of the issue. The images able to be transferred and used; no issues as this issue did not arise during a case.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the power conversion assembly, image acquisition system (ias) power tray, and battery charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.